Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of the investigation.

Event description:
It was reported during the procedure, it took more than 20 times to extend the helix of the right atrial (ra) lead, and the helix came out slowly. High threshold values were observed, but there was no known value. The impedance and sensing values were normal. A different lead was used to complete the procedure. The attempted lead is expected for return.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The high capture threshold allegation was not confirmed based on normal lead resistance measurements.

Event description:
It was reported that during the implant procedure, the helix of this right atrial (ra) lead extended slowly, and took more than 20 rotations to be extended. Additionally, high threshold values were observed; however, the impedance and sensing values were normal. A competitor's lead was used to complete the procedure. No adverse patient effects were reported.